Manufacturer narrative:
(B)(4). Reported issue of stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a clinical wallflex esophageal fully covered stent was implanted within the esophagus of a patient, on (B)(6) 2014, as part of the e7025 wallflex esophageal fc benign anastomotic stricture clinical trial. According to the complainant, the patient had undergone a trans-thoracic esophagectomy on (B)(6) 2014. The subject was diagnosed with a post esophagectomy anastomotic stricture on (B)(6) 2014. On (B)(6) 2014, baseline esophageal functional tests were performed. On (B)(6) 2014, the patient underwent esophageal stent placement for a 0.3cm length anastomotic stricture 19cm from the incisors. Post esophagectomy, the stricture had been dilated to 16mm on (B)(6) 2014 and a second dilation was performed on (B)(6) 2014 with a maximum dilation diameter of 18mm. The stent was deployed in a satisfactory position across the stricture. On (B)(6) 2014, the patient underwent the per protocol study stent removal procedure. During the removal procedure, the study stent was found to have migrated distally to the stomach. The stent was successfully removed by grasping the proximal end/retrieval suture. There were no associated adverse events reported and the event was deemed resolved.